Event description:
The pt (italy) was to receive a dbs system which included an ipg, two leads and two lead extensions. It was reported intraoperative testing identified high impedance from one of the leads. The physician elected to replace the extension that connected to that lead which resolved the issue.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.